Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low reservoir alarm. The customer was assisted with clearing the alarm. The customer also reported high blood glucose over 600 mg/dl. The customer stated they had pulled the reservoir out of the insulin pump several hours before and did not change their infusion set. No additional information provided.